Event description:
(B) (4). Pt is an (B) (6) female who underwent angioplasty and stenting of the mid and distal left sfa on (B) (6) 2008. Pt has a history of hypertension, intermittent claudication and hyperlipidemia. She presented on (B) (6) 2008 with subacute left limb ischemia secondary to thrombosis of the previously placed stents. Onset of s/s < 24 hours. The left sfa was completely occluded. The pt was treated with thrombectomy and stent placement in the sfa. Final angiographic assessment showed a patent sfa. On (B) (6) 2008, the pt presented with stent thrombosis secondary to non-compliance of her antiplatelet medication. On (B) (6) 2008, the pt had bleeding from an unk source which required an rbc transfusion of two units. This event was thought to be probably related to the angiojet catheter and the procedure.

Manufacturer narrative:
Event consists of post angiojet thrombectomy and stent placement in sfa bleeding from unk source requiring two units rbc transfusion with no sequelae. Physician thought event was probably related to the angiojet thrombectomy device and procedure. Bleeding is a known risk of thrombectomy and stenting procedure and is appropriately disclosed in the device labeling. No deficiency in the device or labeling is alleged or suspected. This is MDR reportable. No further investigation warranted.